Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having problems with air bubbles in the reservoir. Customer stated he has consistent air bubbles in the reservoir. Customer stated he has been noticing more air bubbles in the reservoir and attempts to clear, but at times it does not work. The customer's blood glucose was unknown. Customer did not want to run another fill cannula to remove air bubbles, instead used plunger to push bubbles out. Customer declined to continue troubleshooting. Customer stated he had a large bubble one time and his blood glucose went up to 600mg/dl for most of the day. Customer declined to troubleshoot for high blood glucose due to air bubbles.